Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) was burring the tibia and noticed some black residue material coming off of the end effector/burr.

Manufacturer narrative:
Reported event: it was reported that dr. (B)(6) was burring the tibia and noticed some black residue material coming off of the end effector/burr. Product evaluation and results: visual inspection (see attachments). No apparent obstructions were observed at the distal end of the hd long attachment. No observation of damage or handling issues with the attachment. Scratches on the outer housing are typical with use of the end effector used with the anspach motor. Dimensional inspection not performed as the anspach hd long attachment is an OEM product. Tolerances are unknown. Functional inspection the burr was able to be inserted into the hd long attachment. The hd long attachment with burr was connected to an anspach motor and tested. The failure mode of visible black residue could not be replicated. Product history review: not performed as the device is an OEM product. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 110920, lot number j21310675102 shows no additional complaints related to the failure in this investigation. Conclusions: the reported failure of hd long attachment could not be reproduced. The failure mode is not confirmed. The anspach hd long attachment has a shorter life expectancy than the anspach motor and is expected to be replaced once worn. Cleaning/maintenance instructions are included with the OEM (anspach) labeling. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Dr. (B)(6) was burring the tibia and noticed some black residue material coming off of the end effector/burr.